Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log showed no disposable, high pressure, and upstream occlusion alarms. A functional test was performed and the reported issue of nda was not duplicated; however no disposable, high pressure and upstream occlusion alarm messages were confirmed in the ehl. The cause of the reported issue was due to the occlusion sensors. As a result, the downstream and upstream sensors were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2-2002) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device was last serviced (about a year ago) in (26-sep-2022) per (ro# (B)(4)) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event. For all inquiries or follow-up questions related to the record, do not use regulatory. (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the pump exhibited a no disposable alarm (nda). The event occurred during testing, no patient injury was reported.